Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine check. Upon interrogation the right ventricular lead exhibited low impedance. Sensing and capture were normal. Insulation breach was suspected. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.